Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head from the poly insert, and dislocation of the poly insert from the metal liner. Patient was revised from a 28mm + 8 lfit femoral head and restoration x3 insert to new devices of the same type and size. Rep will be providing pictures and xrays.

Manufacturer narrative:
Additional manufacturer narrative: reported event: an event regarding disassociation and dislocation involving an adm liner was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: photos showed explanted metal head and poly liner with nothing remarkable to report. Intra-operative color photos showed hip wound with dislocated metal femoral head visible. The adm liner and metal head were returned for evaluation. There is nothing remarkable to report on these devices. Clinician review: a review of the provided medical information by a clinical consultant indicated:   no clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components.    While the information provided is consistent with the stated event description, insufficient data is presented to create a medical report for this case. Product history review: review of the device history records indicate 10 devices were manufactured and accepted into final stock on 10-jul-2017 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left hip was revised due to dissociation of the femoral head from the poly insert, and dislocation of the poly insert from the metal liner. Clinician review of provided medical records indicated that the information provided is consistent with the stated event description. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient history review (pmh), patient demographics, operative reports, and dated serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head from the poly insert, and dislocation of the poly insert from the metal liner. Patient was revised from a 28mm + 8 lfit femoral head and restoration x3 insert to new devices of the same type and size. Rep will be providing pictures and xrays.